Event description:
A facility reported that during use, the tip of the cusa clarity 36khz curved extended microtip (c7411s) broke. There was a possibility that part of the product remained in the patient¿s body; therefore, a CT scan was performed which confirmed the absence of any remaining product in the patient¿s body. The same device was utilized to finalize the surgery. No information was provided on the surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Cusa clarity 36khz curved extended microtip¿ (5 pack) ) (c7411s) was returned for evaluation: device history record (DHR) - the device history record (DHR) was reviewed and no anomalies were found which could contribute and/or be related to the reported condition. Failure analysis - investigation of the returned tip confirmed that it is in fact fractured at the distal end. The cusa clarity IFU lists the warnings and cautions that could be related to the reported condition: when the handpiece is powered on, contact of the tip with a hard surface (for example: a metal instrument, tray, staples, clips, instruments, and so on) may damage the tip of the handpiece. To avoid injury or damage to equipment, place system in standby prior to changing tip or clearing a clog. Avoid excessive lateral loading of cusa clarity tips. This may result in injury to the patient and/or user, or equipment damage. When testing the handpiece, do not allow the tip to come in contact with any person or object during tip activation. Contact may result in injury to the patient and/or user, or handpiece tip damage. To avoid product damage, always use the torque base to hold the handpiece while using the torque wrench to tighten or loosen the tip. Avoid over torquing the tip. Root cause - the complaint is confirmed. The root cause is undetermined and most likely that one or more of the warnings in the instructions for use (IFU) was not avoided. No manufacturing, workmanship, or material deficiency was identified for correction as a result of this complaint investigation. Therefore, no further action or investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.